Manufacturer narrative:
This event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with menorrhagia and stress urinary incontinence. On (B)(6) 2019, she was implanted with an obtryx system - halo device during robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, transobturator sling (obtryx system) and cystoscopy with fluorescein procedures. The patient was sent to recovery room in stable condition following the procedure. On (B)(6) 2019, the patient presented with vaginal tenderness, granulation tissue, recurrent urinary tract infection with onset of (B)(6), 2019 and bleeding after intercourse. She was then diagnosed with dyspareunia and postcoital bleeding. On the same day, she underwent revision of the vaginal vault and removal of the segment of sling material and oversewing the area procedures. During the procedure, a small exposed area of the sling was noted and was isolated. This portion of the sling that was exposed as well as approximately 1cm on both sides out laterally were taken and removed. No further rough edges or exposed areas of the sling were noted. The patient was sent to recovery room in stable condition following the procedure. On (B)(6) 2020, the patient was diagnosed with pelvic pain, dyspareunia and foreign body in the genitourinary tract with a sling and underwent urethral lysis and removal of mid urethral sling procedures.